Event description:
The inpatient oncology unit experienced an issue where a secondary infusion backed up into the primary bag. The check valve appeared to fail. Customer stated the issue was found right away when the secondary roller clamp was opened. No pt harm reported and no medical intervention required. Customer states no further pt/event info is available.

Manufacturer narrative:
MFR's report date: 05/13/2011. (B)(4). The customer's report of check valve failure was confirmed in carefusion's failure investigation lab. Testing of the returned part from supplier indicated a passed result. Disassembly of the check valve resulted in normal findings, no particles were noted. The root cause of this failure was not identified. A particulate can cause a valve to remain open that allows backflow to occur. It is possible that during transport or testing by the supplier, the particulate could have been dislodged.